Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2013: patient presented with following pre-op diagnosis: scoliosis. Procedure: removal of segmental spinal instrumentation, t4 to the pelvis, exploration of fusion, reinstrumentation t4 to the pelvis with 6.9 cobalt chrome rod plus. L1 to l5 bilateral fusion using local autogenous bone one large kit of bone morphogenic protein and 10 ml of bone graft matrix. Per-op: one kit of bmp was used. No other information was provided.

Event description:
It was reported that on (B)(6) 2007, the patient underwent spine fusion surgery on the thoracic and lumbar region at levels t4-s1. The patient was implanted with rhbmp-2 collagen sponge which was applied from posterior approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the posterolateral gutters). Post-op, the patient complained of progressively worsening low back pain with radiculopathy in her lower extremities, due to which patient underwent for 4 revision surgeries. On (B)(6) 2008, patient underwent spine fusion surgery on the thoracic and lumbar regions at levels t12-s1. The patient was implanted with rhbmp-2 collagen sponge to the thoracic spine which was applied from posterolateral approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the posterolateral gutters). On (B)(6) 2012, patient underwent spine fusion surgery on the thoracic and lumbar region at levels t12-s1. The patient was implanted with rhbmp-2 collagen sponge to the thoracic spine which was applied from posterolateral approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the posterolateral gutters). The patient underwent spine fusion surgery on the lumbar region at levels l1-l5. The patient was implanted with rhbmp-2 collagen sponge which was applied from posterolateral approach. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine and was placed outside a cage (i.e. In the posterolateral gutters). Post-op, the patient still continues to experience chronic low back pain. She has extreme difficulty standing and walking and requires the use of a walker or wheelchair with any ambulation. Patient injuries prevent him from practicing daily life activities and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.